Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during investigation.

Event description:
The pump was returned to animas due to loss of prime alarms. The pump was evaluated and the force sensor pins were found to be partially dislodged. This report is being made based on the eval results.